Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The customer called in stating they have a pediatric patient who was using a trilogy evo and the unit turned off on its own. The customer stated the patient struggled for a while until the mother and nurse noticed the unit was off. The mother returned to the patient's room and found the patients trach was out. The nurse changed out the trach and continued suctioning the patient with little result. The nurse made the attempt to administer a breathing treatment with 3% saline but then noticed that the nebulizer was not misting. The nurse states she found the unit in standby mode but confirms that the device was not turned off by the mother or herself. The patient was in distress for about 30-40 minutes but is stable. The unit showed on the screen in "standby" mode and the mother confirmed that no one changed the unit to "standby". The customer noted there were no alarms in the alarm log showing the unit was turned off, but the unit could be heard alarming from camera footage. The device was set to CPAP 6 at the time of the occurrence. There was no sd card in the device. The device was returned without the circuit. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/evaluation: the ventilator was returned to the manufacturer product investigation lab (pil) for evaluation and the customer¿s complaint was not confirmed. Pil retrieved and reviewed the event log from the trilogy evo USA device and per the event log, the device was powered on and therapy was started on (B)(6) 2025 at 16:59:56 and therapy ran until (B)(6) 2025 at 16:50:24 when the start/stop key was pressed and then placed into standby mode via the touchscreen at 16:50:26. The next log entry is on (B)(6) 2025 at 18:44:25 start/stop key was pressed and then pressed again at 18:44:32 and shutdown. Pil then powered on the device and ran therapy in CPAP mode for approximately 23 hours, and the device operates without issue. Pil noted that when powering off the device, the automatic touchscreen lock was present which requires the user hold the "yes" prompt on the screen for 3 seconds to access the touchscreen in order to shut down the device or place it in standby mode. Pil then tested the device on the pil trilogy evo multifunctional test station and passed all testing. Pil concluded that the trilogy evo USA device operates as designed. Box h coding updated.

Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The customer called in stating they have a pediatric patient who was using a trilogy evo and the unit turned off on its own. The customer stated the patient struggled for a while until the mother and nurse noticed the unit was off. The mother returned to the patient's room and found the patient's trach was out. The nurse changed out the trach and continued suctioning the patient with little result. The nurse made the attempt to administer a breathing treatment with 3% saline but then noticed that the nebulizer was not misting. The nurse states she found the unit in standby mode but confirms that the device was not turned off by the mother or herself. The patient was in distress for about 30-40 minutes but is stable. The unit showed on the screen in "standby" mode and the mother confirmed that no one changed the unit to "standby". The customer noted there were no alarms in the alarm log showing the unit was turned off, but the unit could be heard alarming from camera footage. The device was set to CPAP 6 at the time of the occurrence. There was no sd card in the device. The device was returned without the circuit. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The customer called in stating they have a pediatric patient who was using a trilogy evo and the unit turned off on its own. The customer stated the patient struggled for a while until the mother and nurse noticed the unit was off. The mother returned to the patient's room and found the patients trach was out. The nurse changed out the trach and continued suctioning the patient with little result. The nurse made the attempt to administer a breathing treatment with 3% saline but then noticed that the nebulizer was not misting. The nurse states she found the unit in standby mode but confirms that the device was not turned off by the mother or herself. The patient was in distress for about 30-40 minutes but is stable. The unit showed on the screen in "standby" mode and the mother confirmed that no one changed the unit to "standby". The customer noted there were no alarms in the alarm log showing the unit was turned off, but the unit could be heard alarming from camera footage. The device was set to CPAP 6 at the time of the occurrence. There was no sd card in the device. The device was returned without the circuit. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Evaluation: the ventilator was returned to the manufacturer product investigation lab (pil) for evaluation and the customer¿s complaint was not confirmed. Pil retrieved and reviewed the event log from the trilogy evo USA device and per the event log, the device was powered on and therapy was started on 05/13/2025 at 16:59:56 and therapy ran until 05/15/2025 at 16:50:24 when the start/stop key was pressed and then placed into standby mode via the touchscreen at 16:50:26. The next log entry is on 05/15/2025 at 18:44:25 start/stop key was pressed and then pressed again at 18:44:32 and shutdown. Pil then powered on the device and ran therapy in CPAP mode for approximately 23 hours, and the device operates without issue. Pil noted that when powering off the device, the automatic touchscreen lock was present which requires the user hold the "yes" prompt on the screen for 3 seconds to access the touchscreen in order to shut down the device or place it in standby mode. Pil then tested the device on the pil trilogy evo multifunctional test station and passed all testing. Pil concluded that the trilogy evo USA device operates as designed. Box h coding updated. Clinical assessment: based on the information currently provided and available, it was alleged that the adverse event of there being a pause in therapy after the device was placed in standby mode causing the patient to "struggle" for a period of time. The device logs provided a timeline of events concluding the event was an unintentional use error - placing the device in standby and therapy was not turned back on. Device functionality was confirmed via pil. This adverse event has been assessed as a non-serious injury with a harm severity 1. Correction made to box h: device manufacturers - type of reported complaint was changed to malfunction.